Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.